Event description:
It was reported that the surgeon inserted a cq2015 three piece collamer lens and haptic was bent during insertion. The lens was removed and another lens was implanted without any pt injury. This is one of two lenses, the doctor attempted to implant in this pt. See MFR report 2023826-2006-01937.

Manufacturer narrative:
Evaluation codes: results: visual inspection of the returned product showed that a haptic was torn off and there was a clear surgical residue on the lens. Conclusion: based on the complaint history and evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.